Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into an alternate power adapter for at least 30 minutes. Customer confirmed that the pump was able to be successfully charged using an alternate wall adapter. The customer's blood glucose was 93 mg/dl.